Event description:
The pt reported he had 4 bilateral injections on (B)(6) 2012 and stated that since the 1st injection his copd has gotten worse until immediately after the 4th injection he could not breathe and was taken next door to a heart specialist. One month before the orthovisc series the pt received a steroid shot to his knee. He had no prior surgeries on his knees and x-rays indicated bone to bone on the right knee. No reports of fever, swelling, or rash after the injections were administered but pain increased. After the 1st injection his copd got gradually worse until immediately after the 4th injection he could not breathe and was taken next door to a heart specialist for several test, blood work with no results but was placed on oxygen at home. The pt was given symbicort and spiriva which has slightly improved his breathing.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.